Manufacturer narrative:
Block d2b: lgw, qrb brand name: linear? 3-4.. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 7082894 UDI: (B)(4).

Event description:
It was reported that the patient experienced a non-device related fall and subsequently received inadequate stimulation. Imaging was performed which confirmed the spinal cord stimulation (scs) leads migrated. The patients programming was optimized however the issue persisted. The patient underwent a revision procedure in which the two leads were replaced. The explanted leads will not be returned as they were discarded by the medical facility. The patient is expected to fully recover.